Manufacturer narrative:
Customer repaired the unit. Result - green gas cylinder.

Event description:
(B)(6) employee from our customer reported to us that during loading the cot in the ambulance it was observed that it is not possible to swing in the front legs. The green dampener blocked the front legs.